Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4)

Event description:
It was reported that the customer had low blood glucose levels of about 40 mg/dl. The customer reported that she thinks there might be something wrong with the settings of the insulin pump. The customer would like to change the settings of the insulin pump. The customer reported that she feels like she is getting too much insulin. The customer reported trying to reach out to her doctor but the doctor was not available. The customer was advised to go get a second opinion from another doctor regarding her insulin pump settings. No additional information was provided.